Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are likely attributable to the removal surgery. This finding was expectable, as according to the received information the device was explanted because the active electrode array migrated postoperatively out of cochlea. In addition, the device explant report form (derf) states that the skin over the implant site was not intact prior to device removal, however no further information has been received about this aspect despite repeatedly requested.this is a final report.

Event description:
An explanted device was received at headquarters. As per device explant report, the re-implantation surgery was due to loss of benefit with the device because of electrode array migration (dislocation).

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device was received at hq. As per device explantation report, the re-implantation surgery was due to hearing loss because of electrode dislocation.